Event description:
The customer reported that the insulin pump's keypad was not responding properly. The customer stated that the insulin pump may have recently been exposed to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with button error alarm and no down arrow button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.